Event description:
Hosp reported that 40 mins into bypass, the perfusionist noticed a droplet of blood leaking from the bio-pump. The bio-pump was removed from the circuit and replaced with a second bio-pump. The pt was not affected by the incident.